Manufacturer narrative:
Model and serial numbers identified and the investigation is complete. Product information and h codes have been updated to reflect results.

Event description:
It was reported the brakes are difficult to engage/disengage. There are no reports of patient involvement or adverse consequences.

Event description:
It was reported the brakes are difficult to engage/disengage. There are no reports of patient involvement or adverse consequences.